Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for an unknown trauma ti locking screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of explantation is unknown. Device was only partially explanted; fragment remains in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted on (B)(6) 2017 with one (1) titanium cannulated retrograde/antegrade femoral nail, two (2) titanium locking screws with t25 stardrive 44mm, one (1) titanium locking screw with t25 stardrive 56mm, and one (1) unknown locking screw. On an unknown date, patient had a nail exchange due to non-union and one broken screw. Half of the most proximal screw came out and the other half remained in the patient. As a result, the length and product number is unknown. No other additional medical intervention required. The procedure was completed successfully, with no reported delay. There was no patient consequence reported. Concomitant device reported: 12mm titanium (ti) cannulated retrograde/antegrade femoral nail -ex/ 400mm - sterile (part: 04.013.660s, lot: unknown, quantity: 1); 5.0mm ti locking screw with t25 stardrive 44mm for intramedullary (im) nails (part: 04.005.534, lot: unknown, quantity: 2); 5.0mm ti locking screw with t25 stardrive 56mm for im nails (part: 04.005.546, lot: unknown, quantity: 1). This report is for an unknown trauma ti locking screw.